Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The physician crossed the lesion with a non-bsc guide wire. A non-bsc device was used for thrombo-aspiration. A promus element failed to cross the lesion on the segment 2 of the right coronary artery. The physician was not able to remove the stent through the guide catheter because of stent damage. The procedure was completed with a non-bsc guiding catheter and a non-bsc stent was implanted. No patient complications were reported and the patient's status is okay.

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The physician crossed the lesion with a non-bsc guide wire. A non-bsc device was used for thrombo-aspiration. A promus element failed to cross the lesion on the segment 2 of the right coronary artery. The physician was not able to remove the stent through the guide catheter because of stent damage. The procedure was completed with a non-bsc guiding catheter and a non-bsc stent was implanted. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that the condition of the returned device was consistent with the complaint incident. However, tip damage was also noted. A visual and microscopic examination found that the stent delivery system (sds) was returned with the non-bsc guidewire, the guide catheter and the introducer sheath attached. Dried blood was visible between the folds of the balloon and on the struts of the stent. A visual and microscopic examination identified proximal stent damage. The struts at the proximal end of the stent was severely squashed and raised and the stent was stuck on the distal end of the guide catheter. The balloon was tightly wrapped and was not subjected to any positive pressure. The tip of the device was stretched approximately 2mm. No kinks or damage were noticed along the shaft of the device. From the information available, this device was not used per the directions for use (dfu) / product label. The directions for use recommends, that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit. It also states, not to attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is "user related" because the device was not used in accordance with the directions for use. (B)(4).